Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter removal difficulties and shaft break occurred. The target lesion was located in a coronary artery. After a synergy stent was implanted, a 3.50mm x12mm nc emerge® balloon catheter was advanced for post dilation. After dilatation was performed without issue, the balloon was then deflated. When the physician attempted to remove the device, slight resistance was encountered. The device was carefully removed, however, the portion of the shaft near the guidewire port broke and it got detached. The detached portion of the shaft was inside the guide catheter and it was removed utilizing anchor balloon technique using a different balloon. The procedure was then completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the proximal portion of the nc emerge balloon catheter. The distal portion, including the distal shafts, balloon, markerbands and tip were not returned for product analysis. The shaft and hypotube were microscopically and visually examined. Majority of the midshaft was stretched and the exit notch was torn. There was a complete shaft separation distal of the exit notch with the shaft stretched and torn. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   Bsc ID: (B)(4) / tw: (B)(4).

Event description:
It was reported that catheter removal difficulties and shaft break occurred. The target lesion was located in a coronary artery. After a synergy stent was implanted, a 3.50mm x12mm nc emerge® balloon catheter was advanced for post dilation. After dilatation was performed without issue, the balloon was then deflated. When the physician attempted to remove the device, slight resistance was encountered. The device was carefully removed, however, the portion of the shaft near the guidewire port broke and it got detached. The detached portion of the shaft was inside the guide catheter and it was removed utilizing anchor balloon technique using a different balloon. The procedure was then completed. No patient complications were reported and the patient's status was stable.